Event description:
It was reported that during a device evaluation by a physio-control field service representative, the device would intermittently power cycle itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and was unable to duplicate the reported failure. An event code logged on the date of the event was observed which could be related to a device reset, however the relation could not be confirmed.